Event description:
It was reported that during reprocessing, the high flow insufflation unit failed to power on, indicating a power supply failure. No patients were involved in association with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.